Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller was guided through the pump reset process, after which the cgm error code did not appear again. The caller successfully started their sensor session.